Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. The patient received a blood transfusion. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to clotting of the extracorporeal blood circuit. Review of the treatment data log file indicates that the alarm was most likely caused by a kinked or clamped venous line, indicating that the cycler alarmed appropriately. The user's guide includes probable causes and troubleshooting steps to resolve alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff were notified. Nxstage medical considers this report closed. No additional information will be provided.